Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd nexiva¿ closed IV catheter system was found leaking as "there was a medication running in the nexiva, but blood was visible in the line. When purging, the nexiva leaked out of the y-part. On closer examination there is a longitudinal tear in one of the luerlock connections. Nexiva was inserted 3 days earlier." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd nexiva¿ closed IV catheter system was found leaking as "there was a medication running in the nexiva, but blood was visible in the line. When purging, the nexiva leaked out of the y-part. On closer examination there is a longitudinal tear in one of the luerlock connections. Nexiva was inserted 3 days earlier." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review could not be performed as the lot number was not provided. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Although observations and testing could not be performed because units were not received for investigation, there were two photos submitted for review. First photo revealed a 18ga dual port nexiva catheter adapter. There were two linear cracks, one on each of the ports. Second photo revealed a 18ga dual port nexiva catheter adapter with a finger showing the linear crack. Investigation samples(s) meet manufacturing specifications: no, the returned photos provided for evaluation revealed linear cracks in the dual ports. Conclusions: the defect leakage; as stated as the reported code was confirmed based on the evaluation of the provided photos. The linear cracks observed in the dual port would be an opened pathway for leakage. The potential for cracking due to moisture content of the raw material used during the molding process is the probable root cause for this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.